Event description:
Customer's mother reports that customer's insulin pump only shows a partial display. It was reported that customer was disconnected from the insulin pump overnight due to malfunction and customer woke up with blood glucose of 400 mg/dl; customer reverted to manual injection. Customer's blood glucose at the time of call was 146 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored and had no missing segments or partial display during testing noted. Insulin pump had no noise anomaly during bolusing and rewinding noted. Insulin pump received with minor scratches display window, cracked battery tube threads and cracked reservoir tube lip.